Manufacturer narrative:
Result (other) - latch handle.

Event description:
It was reported by service report that the siderail was unable to be latched up. No patient involvement or adverse consequences are reported.